Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the up and down button of insulin pump was gummy. Customer also stated that rewind takes a lot slower. Customer also stated that the insulin pump had vibrate anomaly and it vibrate very little. Customer was calling back within 1 week after previously completing low battery troubleshoot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify rewind anomalies, audio or vibrate anomalies and low battery alarm due to unresponsive button. No button error alarm during testing.